Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and device breakage ('device breakage/pet fibres, titanium') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/tubal patency/the coil was in 'correct' position was not blocked". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("horrific pain"), scar ("scar tissue"), anxiety ("anxiety attack"), feeling abnormal ("felt like my blood was boiling"), cardiac disorder ("heart is ripping out") and inflammation ("inflammation") and was found to have a pregnancy with contraceptive device ("pregnant with essure device"). The patient was treated with surgery (hysterectomy, coils removed, my tubal anatomy restored). Essure was removed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, pelvic pain, scar, anxiety, feeling abnormal, cardiac disorder and inflammation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, cardiac disorder, device breakage, device dislocation, feeling abnormal, inflammation, pelvic pain, pregnancy with contraceptive device and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: blocked; on an unknown date: coils were still in place. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety, cardiac disorder, device breakage, device dislocation, feeling abnormal, inflammation, pelvic pain, pregnancy with contraceptive device and scar quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Seriousness criteria removed for pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), device breakage ('device breakage/pet fibres, titanium') and pregnancy with contraceptive device ('pregnant with essure device') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/tubal patency/the coil was in 'correct' position was not blocked". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("horrific pain"), scar ("scar tissue"), anxiety ("anxiety attack"), feeling abnormal ("felt like my blood was boiling"), cardiac disorder ("heart is ripping out") and inflammation ("inflammation") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy, coils removed, my tubal anatomy restored). Essure was removed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, pelvic pain, scar, anxiety, feeling abnormal, cardiac disorder and inflammation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, cardiac disorder, device breakage, device dislocation, feeling abnormal, inflammation, pelvic pain, pregnancy with contraceptive device and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: blocked; on an unknown date: coils were still in place. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety, cardiac disorder, device breakage, device dislocation, feeling abnormal, inflammation, pelvic pain, pregnancy with contraceptive device and scar. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and device breakage ('device breakage/pet fibres, titanium') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/tubal patency/the coil was in 'correct' position was not blocked". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("horrific pain"), scar ("scar tissue"), anxiety ("anxiety attack"), feeling abnormal ("felt like my blood was boiling"), cardiac disorder ("heart is ripping out") and inflammation ("inflammation") and was found to have a pregnancy with contraceptive device ("pregnant with essure device"). The patient was treated with surgery (hysterectomy, coils removed, my tubal anatomy restored). Essure was removed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, pelvic pain, scar, anxiety, feeling abnormal, cardiac disorder and inflammation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, cardiac disorder, device breakage, device dislocation, feeling abnormal, inflammation, pelvic pain, pregnancy with contraceptive device and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: blocked; on an unknown date: coils were still in place. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case (B)(4) were found to be duplicate of case (B)(4).hence all the information from this case (B)(4) is transferred into retention case (B)(4) and this case (B)(4) should be deleted from argus data base. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.